Manufacturer narrative:
Date rec¿d by MFR : 08jan2019. The philips field service engineer fse) evaluated the device at the customer site. The touchscreen assembly was replaced to address the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report : 01apr2019, date rec¿d by MFR : 25mar2019. The liquid crystal display (lcd), user interface (iu) was received for failure investigation. Visual inspection of the returned component revealed no signs of damage or contamination. The ui assembly was installed to a good ventilator and tested. The ventilator passed all testing and operated within the manufacturing specifications. The reported condition was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4); serial number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the ventilator had a black display. It was reported that the event occurred during clinical use. There was no patient harm reported. The event date was not specified; estimate used.